Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The lot number was unknown, therefore, a batch review was not performed. Therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during dwell 3 of 5. The baxter technical service representative (tsr) assisted the home patient (hp) with clearing the alarm then explained the alarms and to discard all supplies and to report the alarms to the peritoneal dialysis nurse in the morning. The hp was told to finish therapy by manuals. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The pd rn stated that the night nurse did not restart therapy that evening but rather had the hp finish with manual supplies during the day. The pd rn stated the patient is fine, no problems were noticed or identified. They stated they have been continuing therapy normally as far as they know. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.